Event description:
On (B)(6) 2015, the following information was reported to kci by the patient: the patient stated she is currently performing her own dressing changes and that she is re-using the supplies "over and over." The patient alleged her wound "smells very badly." On (B)(6) 2015, the following information was reported to kci by the patient: the patient observed a bad smell from her wound with yellow drainage. The patient had not taken her temperature so unknown if fever is present. The patient confirmed she is re-using the supplies. No additional information is available. The v.a.c.® dressing and the activ.a.c.® device are unavailable for return so no evaluation was performed.

Manufacturer narrative:
Per review of kci records, v.a.c.® therapy was discontinued by order of the physician on (B)(6) 2015, however the patient continued to use v.a.c.® therapy contrary to the physician's orders. Based on information provided, it cannot be determined that the alleged foul odor and yellow drainage are related to v.a.c.® therapy. There have been several attempts made to gather additional information, but there has been no response. This report is being filed due to user error as the patient continued to use v.a.c.® therapy and confirmed she was re-using the dressings. It is unknown if an infection was confirmed via culture nor if antibiotic therapy was administered. Device labeling, available in print and online, states: all disposable components of the v.a.c.® therapy system are for single use only. Re-use of the disposable components may result in wound contamination, infection and/or failure of the wound to heal. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.